Manufacturer narrative:
Eval: the product was returned to the approved forceps supplier for eval. They provided the following info. The forceps cups were visually and dimensionally inspected. Alignment of the cups and the maximum gap between the cups were verified to be within the appropriate mfg specifications. The forceps operated as intended and no abnormalities were observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Prior to distribution, all captura serrated large forceps are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the device functioned as intended. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook captura serrated large forceps - spike. The physician reported the forceps cups do not align properly which causes poor biopsy results and mucosal tearing. Intervention was not required for the tearing. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.